Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subjected device had a something was stuck in the bending section of the device¿s insertion tube that would not come off during manual cleaning. This occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: borescope found something like wet sugar or salt in the instrument channel. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: not passing through since borescope found something like wet sugar or salt in the instrument channel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.